Event description:
It was reported that a patient with muscle stimulation presented in clinic for follow-up. The pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.